Manufacturer narrative:
H.6. Investigation: a device history review was conducted for lot number 9262110. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot. The units were performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc had flow issues on 3 occasions during use. The following information was provided by the initial reporter: it was found that the flow occluded and completely prevent fluidic fill in & fill out in the needle when connecting with the infusion joint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that intima-ii y 24gax0.75in ss prn slm npvc had flow issues on 3 occasions during use. The following information was provided by the initial reporter: it was found that the flow occluded and completely prevent fluidic fill in & fill out in the needle when connecting with the infusion joint.